Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion sensor (dso) was damaged. The event occurred during routine preventive maintenance inspection. No patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The air in line detector was identified to be dented and lifting. The air in line detector was replaced. The device then passed all testing.